Manufacturer narrative:
No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. Onsite investigation was preformed and the field representative suspected that the system computer caused the reported event. Replacement of the computer resolved the issue. No further issues were reported. Replaced computer was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation did not fully boot up and became stuck on the bios screen. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. During investigation, the computer boots normally to the application screen. No errors were found with seatools long test and memtest86. The computer passed testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.